Event description:
It was reported that the fiber tip broke off in the pt.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states in the precautions: "do not apply excessive force to the tip of the fiber as breakage may result." "Check the device for completeness once removed from pt." (B)(4).